Manufacturer narrative:
During an internal review on 06-nov-2024, it was noted that the code of material integrity problem (a04) is needed since it was reported that the ¿stopcock had broken off¿. Therefore, the h6. Medical device problem code has been updated. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure. It was indicated that they have been using the thermocool smarttouch sf (stsf) catheter and when it was removed from the body, it was observed there was no irrigation and that the stopcock had broken off. The stsf catheter was replaced, and the procedure continued. No adverse patient consequence was reported. There was no error noted on the pump. The issue was discovered when the physician noticed the stopcock had broken physically.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure. It was indicated that they have been using the thermocool smarttouch sf (stsf) catheter and when it was removed from the body, it was observed there was no irrigation and that the stopcock had broken off. The stsf catheter was replaced, and the procedure continued. No adverse patient consequence was reported. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed no damage on the luer hub section. An irrigation test was performed, and an occlusion was detected. Further investigation revealed that the irrigation holes in the dome section were fully occluded by reddish material presumably blood residues. A manufacturing record evaluation was performed for the finished device number lot 31337487l and no internal action related to the complaint was found during the review. Since reddish material residues were observed occluding the irrigation holes, this failure could be related to the irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the occlusion could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The luer hub issue reported could not be confirmed. The instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).